Manufacturer narrative:
Received one device. Could not confirm customer complaint of ¿failed accuracy test 3 times¿. Preformed accuracy test 3 different times and unit passed all the three test with the results of 19.6, 20, and 19.8 passing all three test. Upon removing downstream occlusion sensor (dso) seal. Dso sensor was contaminated with glue. Replaced dso sensor and seal. Calibrated dso. Unit had major corrosion on the bottom of the battery compartment. There was also corrosion build on the pwa boars from the battery compartment. Replaced pwa and battery compartment with all its components. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) and unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing 3 times. There was no patient involvement. The issue was discovered during testing.